Event description:
It was reported that the user experienced multiple low blood glucose episodes, prompting a factory reset of the ilet system and re-pairing of the ilet app and dexcom g7; the user employs 23"-6 mm infusion sets, and the device pairing code was provided during setup. Symptoms included hypoglycemia with a low of 39 mg/dl and hyperglycemia with a peak of 282 mg/dl without reported associated clinical manifestations at the time of follow-up. Outcomes included user education, troubleshooting, and successful reconnection of the ilet system and app, with no alerts or alarms reported and no need for higher-level care. Investigation included remote technical troubleshooting and guidance through device reset and reconnection, as well as confirmation of sensor pairing and system operation. Investigation of this case revealed no device malfunction or alarm behavior, and the elevated blood glucose observed during follow-up was attributed to being off the ilet and eating, while the initial lows had an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.